Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm reviewed information that this right ventricular (rv) lead was explanted due to pocket erosion. It was noted that the product would not be returned for analysis.